Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen is not responding in some areas. Unit passed touchscreen calibration but repeated. The rse provided parts ID for the touchscreen to resolve reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Reporting institution name: (B)(6).